Manufacturer narrative:
Additional information: lot number and manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The damaged instrument has been received by the manufacturer for evaluation. As reported, the end cap has broken off and is missing. Otherwise, the handle receives and releases instruments without issue. The ratchet mechanism is functional as well. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during a spinal fusion procedure, the ratcheting handle plate fell off when the surgeon struck it with a mallet. The surgeon continued to use the instrument throughout the procedure. There was no delay to the procedure because of this issue and the procedure was completed successfully. The patient was not impacted.